Event description:
It was reported that the "monitor beeps and vibrates during the night" waking up the patient and spouse, which has "happened several times." Also noted, "flashing lights and beeping" of the monitor. A new monitor has been ordered. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.